Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Dents were seen on the insulation and the rotating knob is missing. Also it was noticed the lot# and pn etchings are not present. The insulation does not appear to be a stryker part. The instrument failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised.